Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to put devices into critical override. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
. Upon investigation of the actual device used in this incident, it was found that the devices could not be put into critical override (co) because of a sync-down issue between the station and the server. A technical support specialist (tss) inspected the device and discovered that although the stations appeared "online" in rss, they showed as "offline" in the health indicator metrics. The tss confirmed that the devices were inaccessible in rss due to an outdated server operating system and possible network interruptions. Later, tss confirmed with the customer that the issue was resolved internally. The case was closed by technical support specialist.